Event description:
It was reported that during a device change out procedure, the patient's right ventricular lead's bipolar impedance was low at 226 ohms. The lead was capped and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.